Manufacturer narrative:
The cartridge has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that a patient was hospitalized with hyperglycemia. The reporter stated that the patient had a blood glucose of 469 mg/dl with symptoms of dehydration, increased urination, and large ketones. The patient was treated with insulin via injection and had discontinued pump therapy at the time of the call. The reporter stated that the patient was having occlusion issues. The reporter alleged that the patient was not using the cartridge per the user guide. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event and was hospitalized with use error of the cartridge being a contributing factor to occlusion alarms.